Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through the review of the event history logs. The cause was unable to be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 03:18:32. No additional information is available.